Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the needle shaft of a bd vacutainer® multiple sample luer adapter before use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for investigation; therefore, the customer¿s indicated failure mode of foreign matter on the cannula with the incident lot was not observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as bd had not received a sample or photo from the customer facility for investigation, the customer¿s indicated failure mode of foreign matter on the cannula with the incident lot was not observed. Root cause description: there was no sample or photo available for evaluation. Based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.